Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-78- user hematocrit low. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-0 accompanied by symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling poor. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is storage location is undisclosed. The test strip lot manufacturer's expiration date is undisclosed and open vial date is also undisclosed. The meter memory was not reviewed for previous test result history. (B)(6)/wife calling from the hospital states that the meter is still not working. Customer states that after speaking with the tech on (B)(6) 2017 and he went to the hospital and the blood results was 329mg/dl. Customer was admitted to the hospital again on (B)(6) 2017 because of his diabetes and his respiratory problems. Customer does not have the meter or the strips with her at this time. This is the customer 3rd hospitalization because of his diabetes and his respiratory issues within the past few weeks. Customer is currently in ICU. Customer states that the meter continues to give him the e-0 errors.